Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2022. The customer¿s blood glucose level was 0.9 mmol/l at the time of incident. The customer¿s current blood glucose value was 4.7 mmol/l. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with food and insulin drip and customer was in coma. Customer was on auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect.

Event description:
It was reported that the customer's agent reported via phone call that the customer was hospitalized on the night of jun. 28, 2022 due to hypoglycemia and being in a coma. Blood glucose at time of event was 0.9 mmol/l. No other symptoms were reported. User was treated intravenously but exact treatment was not stated. It was reported that the low blood glucose was not caused by the pump, the customer manipulated the reservoir while connected. Also mentioned sensor stopped a few hours prior to incident, user tried using non-compatible sensor with the pump and auto mode was off. User was advised about safety steps and importance to disconnect and rewind then reconnect. Blood glucose at time of the call was 4.7 mmol/l. It was mentioned user ate some food but did not specify if it was for treatment or at time of the call.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 28-jun-2022, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 28-jun-2022 listed on smart solve. Daily total of all insulin delivered: 271250 (27.125 u). Daily total of basal insulin delivered: 147500 (14.75 u). Daily total of bolus insulin delivered: 123750 (12.375 u). On (B)(6) 2022 09:26:45.000 normal bolus delivered (220). Normal bolus amount programmed: 41750 (4.175 u). Bolus amount delivered: 41750 (4.175 u). On (B)(6) 2022 11:56:03.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 59000 (5.9 u). Bolus amount delivered: 59000 (5.9 u). On (B)(6) 2022 17:25:01.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 23000 (2.3 u). Bolus amount delivered: 23000 (2.3 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 28-jun-2022 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2022 21:28:00.000, on (B)(6) 2022 23:35:00.000, lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2022 21:50:00.000, on (B)(6) 2022 23:52:00.000. Sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2022 20:10:38.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.